Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per the customer, the autopulse platform was usually stored in the rear compartment outside of an ambulance. An ambulance sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. Per archive, the daily check was routinely performed by the customer. Therefore, the probable root cause for the reported complaint was due to the storage condition. Upon visual inspection, observed cracked front and bottom enclosures, which is unrelated to the reported complaint. The observed physical damage is likely attributed to mishandling such as a drop. The front and bottom enclosures need to be replaced to address the physical damage. Also, unrelated to the reported complaint, the lcd backlight was not illuminating due to a damaged processor board that was observed during visual inspection. The root cause was likely attributed to normal wear and tear of the platform and/or user mishandling such as a drop. The autopulse platform was manufactured in october 2013, and it is 7 years old, well beyond the expected service life of 5 years. The processor board was replaced to address the observed lcd issue. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or the take-up. As a precautionary measure, the power distribution board and the temperature sensor were replaced. The power distribution board and the temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure) error message when the platform was placed on the concrete floor. Per the reporter, the platform is usually stored in the rear outside compartment of an ambulance. No patient involvement.